Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the head was opened for implementation but not engage with the femoral neck. A new head was opened, which function properly. It was believed that the first head was defective. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned 12/14 articul 40mm m spec+1.5 found nothing indicative of a device nonconformance that would contribute to the reported issue. A manufacturing record evaluation was performed for the finished device product description: 12/14 articul 40mm m spec+1.5 product code: 136505000 lot number: 4763918 and no non-conformances or manufacturing irregularities were identified. A functional test was unable to performed due to the mating device not coming back for evaluation. A dimensional inspection was performed for the 12/14 articul 40mm m spec+1.5 and met specifications. The overall complaint was not confirmed as the observed condition of the 12/14 articul 40mm m spec+1.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: 12/14 articul 40mm m spec+1.5 product code: 136505000 lot number: 4763918 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: 12/14 articul 40mm m spec+1.5 product code: 136505000 lot number: 4763918 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head was opened for implementation but did not engage with the femoral neck. A new head was opened, which function properly. It was believed that the first head was defective. Affected side: unknown hip.